Manufacturer narrative:
Additional qc testing of reserve samples found the product to be conforming.

Event description:
The clinician claimed that the membrane broke in half when they tried bending it for placement. The clinician used another membrane to complete the procedure. There was no injury to the patient reported and there was a half hour delay in procedure noted..